Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device was received. 3 devices had investigation types that have not yet been determined. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: overheating of device. 2 events had minor injury/ illness / impairment. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 3 events for the failure: overheating of device. 1 event had minor injury/illness/impairment. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99259. Supplemental rationale: corrected data: b5, h1, h6, h11. 4 events were previously reported during the reporting period: however, 1 previously reported event in this report was also reported under MFR report # 3015967359-2025-00990. 3 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation. 1 device was received. Evaluation findings (results/components): 2 devices: no findings available / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 2 devices: product not received. 1 device: scrapped by stryker.